Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and chronic low back pain. Since (B)(6) 2016, the patient had been having bowel/bladder issues and could not have bowel/bladder movements. He did talk to the health care provider (hcp) that was filling his pump about this concern but had not been able to get a hold of the implanting hcp to tell him the concern.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.